Event description:
It was reported that when the stimulator was explanted, the physician left the lead implanted due to excessive scar tissue. The physician felt that the risk was too high to attempt removal of the head. It was unk if the lead was cut off and capped or just cut off. The pt experienced rare episodes of shocking at the previous pocket site location that had at times brought the pt to her knees. It was unk if the lead was detached from the stimulator and left in the pocket or if it was cut off closer to the pt's spine.

Manufacturer narrative:
(B)(4).